Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 700 mg/dl. Customer was treated with manual injections and insulin pump. The insulin pump had stopped working. Customer cleared all the alerts and was able to complete the reservoir and tubing process. Self test was performed and it was passed. The device will be returned for analysis.